Event description:
It was reported that the product was used as a replacement, but the negative pressure (ip) only decreased from -4 to -5. Per follow up via ibc on 27feb2023, there was no patient involvement. Per follow-up information received from ibc on 28mar2023, the pump that was faulty was a new spare component. The original pump was failed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The arctic sun spare part was evaluated. The pump head was attached to a test motor and installed into a test as 5000. The pump pressure in bypass mode was measured at -7.0 psi with a motor speed of 107 out of 235 (less than 50% power). A test fdl was installed with one shunt also maintaining -7.0 psi with a pump power setting of 221 out of 235 (less than 100% power used). Component scrapped. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the product was used as a replacement, but the negative pressure (ip) only decreased from -4 to -5. Per follow up via ibc on 27feb2023, there was no patient involvement.